Event description:
The international customer reported the ventilator failed pre-operational testing of the ventilator due to an inhalation autozero solenoid cannot open. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids during normal ventilation operation could result in a vent inop occurrence. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The manufacturer's service technician replaced the 3 station solenoid to address the reported problem.